Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that they had incorrectly configured a formula for calculated ldl (low density lipids) in the datalink/dl2000 data manger system and incorrect results were reported out of the laboratory. The customer had input and incorrect autovalidation rule which involved the absence of a parenthesis in the formula for the calculated ldl, and this resulted in erroneous ldl calculations. The customer did not provide any examples of the results. While there were no reports of any deaths or serious injury associated with this event, it is no known if there was any change to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site but upon arrival found that the customer had already discovered the problem, which was the incorrect autovalidation rules. The customer had corrected the formula for ldl and turned off the validation rules until the fse arrived. The fse checked the rules and confirmed that the formula had been corrected appropriately. The root cause of the problem was determined to be user error. The customer indicated that they would be taking corrective action with regard to the reported results. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.